Event description:
Information was received indicating that during the use of the smiths medical cadd cassette reservoir, it was noted that the pump exhibited an alarm. Subsequently, the patient switched to another cassette. No patient injury was reported. No adverse effects were reported.